Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00466.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced multiple cerebrovascular event(s) on ni/ni/ni after the use of the product.